Manufacturer narrative:
Additional information: the returned inserter was examined. The tip was found to have fractured off. The cause cannot be determined since there is no information available regarding how the device was being used at the time of the fracture. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00597.

Event description:
It was reported that two drivers were received with broken tips. There were no surgical or patient implications associated with this event. This is report two of two for this event.